Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). D10: 157448 item name m2a-magnum mod hd sz 48mm lot # 364970. 157854 item name m2a-magnum recap cup 54odx48id lot # 967970. 139252 item name m2a-magnum 42-50mm tpr insrt-6 0/-6mmt1 lot # 516950. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00653. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that during a revision procedure, numerous unsuccessful attempts were made to disengage the femoral head from the trunnion with a mallet and a bone tamp. Upon a final strike of the mallet the proximal femur fractured at the lesser and greater trochanter. A competitor plate and cerclage wires were used to repair this, no further complication have been reported. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6 proposed component code: mechanical (g04)- stem. Visual examination of the returned product identified the devices are stuck together and could not be separated. There is scuffing on the head od and damage to the insert and taper of the stem. The stem also has damage to the porous coating of the body. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: during the revision, the head would not disengage from the stem. After hitting the head multiple times, the last strike caused the proximal femur to fracture. The stem was then removed along with the head and taper adapter. The devices were replaced with competitor products and the fracture reduced. No problem was found with the devices as they are designed to achieve stable, long term fixation, as described in the cold weld memo below. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.